Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that "staff and doctor told [the cook sales representative] bander device was placed on the scope according to IFU. Doctor got down into the esophagus and the barrel fell off scope into esophagus and caused patient to start bleeding. Staff states the trigger cord broke off and the barrel came off endoscope. Doctor pushed barrel into stomach and proceed procedure with another 2 bander kits that worked with no issue. After completing banding of varicies [varices} doctor used a rothnet [roth net] to retrieve barrel that still had all bands attached in the stomach and pulled it out." A section of the device did not remain inside the patient¿s body. The detached portion of the ligator was retrieved with a roth net due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.